Manufacturer narrative:
For the month of (B)(6) 2021 there were (B)(4) sample aspiration alarms, relating to sample clots as well as a (B)(4) abnormal sample probe movement (typically due to bubbles). The engineer found that the sample probe was dirty and likely was preventing the disposable tip to seal correctly on the sample probe resulting in less sample being aspirated. There had been several liquid level detection-related alarms on this sample probe, which, since the engineer's intervention, have ceased. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys ferritin results for five patients with the cobas 8000 - cobas e 602 module. Note: the unit of measure was not provided for the following results. (B)(6). The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.